Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following implantation, a plaque dissection outside of the stent was noted. A subsequent stent deployment attempt resulted in surgical intervention. The pt was sent for by-pass surgery and reportedly was stable post procedure.